Event description:
Patient as left femoral component implanted on right femur. No revision surgery has been scheduled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.